Event description:
It was reported that the patient received inappropriate therapy, and there was a sudden increase in impedance from 500 ohms to 1100 ohms. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was also an apparent lead fracture, and the lead was partially removed.

Manufacturer narrative:
Other: it was reported that the patient received inappropriate therapy, and there was a sudden increase in impedance from 500 ohms to 1100 ohms. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was also an apparent lead fracture, and the lead was partially removed. No conclusion can be drawn. Impedance, high, lead(s), fracture of, shock, inappropriate.